Manufacturer narrative:
Device identifier # (B)(4) the device was returned for evaluation. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. A detailed evaluation and functional testing of the returned unit showed that the gold handle does have allowable movement when locked down. When the handle is closed there is no movement. The unit was received with missing button head screw and adjustment wrench. The reported complaint is confirmed from the evaluation. The observed condition is likely caused by improperly handling / wear and tear of the unit. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A material coordinator reported that an a2101 mayfield ultra base unit's cam rod and lever will accept transitional member but the lever was loose and shakes. The screw and allen wrench were missing. Additional information received on 07feb2020 indicated that event occurred on (B)(6) 2020 with no patient contact. The event occurred after sterilization of the product.